Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified; however, no failure was identified. Based on the analysis, an alarm 21- altitude was identified.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported intermittent occlusion alarms occurred, the customer attempted to address the issue with a bolus via the pump and supply change. Reportedly, the customer uses the same cartridge for over 2 days with humalog insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide. The customer went to the emergency room (B)(6) 2024 with a blood glucose (bg) level of 523-535 mg/dl with dizziness and nausea. The customer was treated intravenously with fluids of saline and insulin. The customer was released from the emergency room the same day with issue resolved and no permanent damage. The customer reverted to manual dose injection for insulin therapy.